Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump's cassette sensor was found to be defective during testing. Although the issue was identified during testing, it may recur during patient use and could potentially result in interruption of therapy.